Event description:
It was reported to philips that the unit has a primary alarm failure. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer needed to verify some parts identification (ID) as unit has a primary alarm failure. The customer reported that the device has software 3.00, it is not a plus or has high flow therapy (hft). The philips remote service engineer (rse) and the customer verified the code consistent with speaker test failed on the motor speaker. The rse provided the customer with the latest revision of the service manual. And advised to replace the motor speaker first. The customer will order the speaker and repair the unit. The customer is taking responsibility to correct or repair the device.

Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. Based upon the information provided, root cause cannot be determined in assessment of this complaint due to lack of further information. If additional information is received later, the complaint will be reopened, and a supplemental report will be submitted as required.